Event description:
Taxus express2 another country clinical study. It was reported that 532 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated an 84% stenosed lesion in the proximal right coronary artery (prox rca) with predilation at 16atm and placement of a taxus express2 3.0x32mm drug eluting stent at 12atm, reducing stenosis to 18%. Post-procedure, timi flow was 3. The pt was discharged 3 days later. Five hundred thirty two days after the index procedure, the pt expired. The study site was informed by the pt's family that the pt was admitted to another hospital and died possibly due to heart failure. Whether this event is related to the study device is currently unknown. Add'l info has been requested, by the study site, to the hospital, but currently no further info is available.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.